Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the doctor noticed a scratch after insertion. Subsequently the lens was removed during initial procedure. The procedure was completed with another lens on same day without any harm to the patient and issues was resolved.